Event description:
Device 1 of 2. Ref MFR report #1627487-2013-00450. The pt ((B)(6)) is implanted with two dbs ipgs. It was reported the low battery warning was observed for both ipgs. Longevity calculations were performed based on the pt parameters provided. The expected life for device 1 was determined to be between 47.8 and 48.9 months. For device 2, the expected longevity was determined to be between 61.4 and 62 months. An appointment with the neurologist has been scheduled and an attempt to clear the warnings will be made.

Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.